Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an anterior capsule test that extended to the posterior in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during cortex removal. No medical intervention and/or additional complication were reported. A vitrectomy was not required.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies found and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon stated standard continuous curvilinear capsulorhexis (ccc) surgical technique was used to remove the capsulotomy disc. A vitrectomy was not required. Phacoemulsification was used during the cataract extraction and according to the surgeon; it may have contributed to the tear. Pt postoperative status is reported as excellent and the intraocular lens (iol) is in perfect position. The catalys system performed as design; however the cause(s) of the anterior capsule tear is unk.